Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) : the total length of the fiber was 11 feet 7"; distal end of the glass fiber was fractured and exhibited mild signs of devitrification; distal end of the glass fiber extended 1 mm from the blue jacket; distal end of the blue jacket exhibited signs of being stretched/ melted; blue jacket along 2mm from distal end of the blue jacket exhibited black marks. Probable root causes: based on the product analysis results, the probable root cause of the failure is: excess bending/user handling.

Event description:
It was reported that during a surgery the fiber did not work (does not fragment/break stones). The fiber was ¿cut twice without any results." An extension of surgery time occurred. Extension time not provided. It is unclear at this time how the procedure was completed. ¿no damages to the patient¿ reported.